Event description:
(B)(4). Initial info for this spontaneous case was received from a physician's office via an office employee on (B)(6) 2008: this case involves a (B)(6) female pt who initiated therapy with poly-l-lactic acid (sculptra) 2 cc on an unk date in 2007 as a cosmetic procedure. The pt had hernia surgery on (B)(6) 2008. On (B)(6) 2008, she received her latest treatment with poly-l-lactic acid (sculptra, lot #1a17017, expiration date 06/2009). After 1 week, she developed an injection site reaction described as redness, puffiness, stinging and burning at the injection site. On (B)(6) 2008, she had infection at the hernia site and was hospitalized that day, developed extreme hypotension and received a blood transfusion and other serious interventions (nos). At the time of this report, the pt was discharged and recovered. The reporter stated the pt had been receiving sculptra for about one year prior to the hernia repair with no incident. She reported the infection at hernia site as being unrelated to sculptra. The pt also had her eyebrows waxed and developed a similar reaction as the injection site reaction with sculptra (but no treatment with sculptra was done at eyebrows area). This reaction was also not related to sculptra per reporter. It was stated the pt will be continuing to receive additional treatment with sculptra every few months, as needed. No further relevant medical info was provided. Additional info for poly-l-lactic acid injectable (sculptra) from (B)(4): batch record review was without hint to root cause. The review of the device history report (dhrs) and of the analytical results of these batches did not show any anomaly that could be related to the event. Without a complaint sample, no further investigation could be done. The investigation results show that this kind of event is not batch related. We recommend to address this kind of event to the medical affairs for their evaluation. Conclusion: no fault detectable.

Manufacturer narrative:
Additional implant date: (B)(6) 2008. Additional info received from reporting physician on 08/07/2008: info upgrades case to serious. The reporting physician returned the data collection form, sculptra form, and the medwatch. The physician reported that the patient (pt) received treatment with poly-l-lactic acid (plla) (sculptra) starting on (B)(6) 2007 and ending on (B)(6) 2008, (dates between these dates not provided.) Lot number 1a7017/ (previously reported as 1a17017) exp. Date 06/2009. Use of product continues. Last dose given before event started was reported as (B)(6) 2008. Plla was reconstituted with 4 ml of sterile water and 1 ml lidocaine. The plla was injected into the cheeks, with a total volume of 2cc's injected into each specific area. The events were provided as redness and swelling. A biopsy was not taken. Medical history includes burns and reconstructive surgery, nos, and cosmetic blepharoplasties. Pt has no known allergies. On (B)(6) 2008, the pt called the office and reported that she had gone to the hospital the previous day "due to a high fever, vomiting, and infection." Pt stated that she had an umbilical hernia repair by another physician on (B)(6) 2008. On (B)(6) 2008, pt received 2 cc plla injected bilaterally to her cheek areas by reporting physician; pt stated that she "got her eyebrows waxed" on (B)(6) 2008. During her call to the physician's office on (B)(6) 2008, pt stated that the injection sites where plla was administered were "bright red, puffy, stinging and burning." The pt then stated that where she had received her eyebrow wax, she had "the same symptoms of the injection sites." Physician's office consulted with company, and stated that they received info that most likely the redness, swelling and any possible infection that the pt is experiencing should not cause any interaction with the injected plla in the pt's face, and that the symptoms were most likely due to an underlying infection. Pt was informed of this info by the physician's office, with the additional statement to pt that the physician had the same conclusions, and that the pt should follow-up with her treating physician, and continue to take the prescribed antibiotics, (nos.). On (B)(6) 2008, the pt called the office to provide an update on her status. The pt stated that the redness on her eyebrows and the injection sites are apparently "staph." In addition, she reported that she has (B)(6) and is undergoing antibiotic treatment, nos. The pt wanted to talk to the physician in regards to the staph on her face, and stated that she didn't think that she had staph before the plla injections, and was curious as to how she obtained the staph infection. Then the pt provided the info that she still had a surgical drain from the hernia surgery intact, when she received the plla injections. The reporting physician provided (B)(6) 2008 as the start date of the events: laboratory work was reported as blood work on unk date, which "showed systemic infection," and culture on unk date which "cultured (B)(6) at hernia site." The outcome of the events was reported as resolved. Date of resolution unk. The causality assessment by the reporter was that the events were not suspected to be related to poly-l-lactic acid. Physician provided "illness" as an alternative explanation for the events: "staph infection at hernia repair site resulting in septicemia." No further medical info reported.